Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician believed the stimulator was causing more pain to the patient. The patient underwent an explant procedure and did well post-operatively. Additional suspect medical device component involved in the event: model #: sc-2138-50t, serial #: (B)(4), description: ph3a trial lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo ipg revision for an unknown reason.